Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer was treated with her pump. Customer was admitted to the hospital. Customer's blood glucose at time of emergency room visit was 514 mg/dl. The customer cause of emergency room visit was high blood glucose. Customer was wearing the pump at time of emergency room visit. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised the pump is working and follow up with her doctor. The customer reported via phone call indicating that the insulin pump alarm auto off. The customer also reported that she have no deliver alarm. Customer's blood glucose at time of incident was 335 mg/dl. The customer reported the alarm was resolved by an infusion set change. The customer was advised to call when alarm occurs.